Event description:
It was reported that cartridge alarm occurred during cartridge loading, and alarm recurred even after caller followed proper loading steps. There was no reported impact to the customer¿s blood glucose level. Customer was unable to resume insulin therapy with pump, so technical support assisted with loading steps, arranged replacement pump under warranty, confirmed that customer would use multiple daily injections as backup therapy, instructed customer to place pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.